Event description:
We received two boxes of ihealth covid-19 antigen rapid tests from the federal government. The instructions do not match the contents of the box. The instructions direct the user to empty the contents of the "sealed solution" tube into the "empty tube." We opened a second box. Same issue. We finally figured out that the empty tube already has the solution in it. There is no sealed solution tube. And the empty tube is not empty. Ihealth never bothered to update the "instructions for use." We are leaving the country and wanted to be sure that we would not run into issues. We hope the results were accurate. The government is sending out test kits in which the instructions are at odds with the contents. If you need a picture we can take one of the remaining box and contents. FDA safety report ID # (B)(4).